Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approx 5 months post-implant, the pt expired in the hosp due to multi organ failure. The pt suffered from renal failure prior to implant and he was on dialysis throughout the time he was supported by the pump. During the month prior the patient showed signs of hemolysis; however, the pump parameters were reported to be normal.

Manufacturer narrative:
The pump was returned assembled with the percutaneous lead (lead) severed approx 3 inches from the pump housing. The severed portion of the lead was not returned for eval. The sealed inflow conduit and the sealed outflow graft and bend relief were returned. Prior to disassembly, the proximal-side of the inlet stator and distal-side of the outlet stator revealed evidence of deposition in the pump. Examination of the interior of the inlet and outlet elbows as well as the body of the pump revealed that they were occluded with unstructured deposition that appeared to have developed due to an interruption in flow or a low-flow related situation. A specific cause for a low-flow situation could not be determined based on the analysis of the returned pump; however, the deposition would have potentially contributed to the reported hemolysis. A correlation between the pump investigation findings and the report that the pt expired due to multi-organ failure could not be made. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed. A full eval of the percutaneous lead could not be performed as the severed section of the lead was not returned; however, examination and electrical continuity testing of the lead extending from the pump housing did not reveal any discontinuities or shorts. Once the deposition was removed, the pump was cleaned, reassembled and functionally tested under various loaded conditions according to our mfg procedure using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the mfg process and the pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further info is available. The MFR is closing its file on this event.